Event description:
A report was received that the patient's pocket site is uncomfortable. The patient underwent a pocket revision to relocate the ipg. The patient is doing well following the revision.